Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1184, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. As previous history, the consumer reported having sons. She had essure inserted in 2008 and within 30 days she had abdominal pain. For 5 years she had severe abdominal pain, bloating, weight gain, chronic fatigue, headaches, ibs (interpreted as irritable bowel syndrome), painful intercourse, teeth issues, skin issues, anxiety and depression. She went through multiple hospitalizations and took 8 different medications. She was diagnosed with fibromyalgia, chronic fatigue syndrome and kidney issues. In (B)(6) 2015 she had a hysterectomy and most of her conditions went away. She was left with the fibromyalgia and kidney dysfunction. Follow up received on 26-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within 30 days started having abdominal pain. She also had kidney issues / kidney dysfunction. A hysterectomy was performed 7 years after essure insertion, and the pain resolved but the kidney dysfunction persisted. Event abdominal pain was considered serious due to medical significance and kidney issues / kidney dysfunction was considered serious due to hospitalization. Abdominal pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. After essure insertion abdominal pain may occur. Given the positive temporal relationship, the nature of this event, and since the event resolved after hysterectomy, causality with essure cannot be excluded. Common causes of chronic kidney dysfunction include diabetic kidney disease, hypertension, vascular disease, glomerular or tubulointerstitial disease, urinary tract obstruction, recurrent kidney stone and unrecovered acute kidney injury. Considering the pathophysiology of this event and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.